Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that post op of a gastric bypass procedure, the patient was returned to the or due to the patient was vomiting blood within 24 hours of surgery. The surgeon performed an endoscopy and at that time he saw leaking at the gastro jejunojejunostomy site. He then used suture to stop the bleeding and seal the site through the original site laproscopically. The surgeon then followed with another scope of the site. It is not known the amount of blood loss the patient encountered. The patient was sent to ICU and was held there for approximately another 24 hours. The patient had been given lovenox two hours prior to the surgery. The patient is reported to have been released and stable at this time.